Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the customer had an issues with insulin pump. The customer's blood glucose level was 300 mg/dl. The customer was treated using the insulin pump. The troubleshooting was performed. It was explained to customer that the insulin pump is working as designed but the customer doesn't feel comfortable and confident on the insulin pump that she want replacement. The customer was advised that the insulin pump will be replaced. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).